Event description:
Customer stated they have a recurring issue with calcium and last night a pt resulted 11.5 mg per dl for calcium, upon repeat the results were 9.1 and 9.3 mg per dl. The 11.5 mg per dl value was not reported out. Customer stated, they reported out the 9.1 per dl value. All results were from the same heparin plasma tube. No info was provided regarding previous calcium issues in this complaint.

Manufacturer narrative:
The field service rep did not find a cause. Calibration, quality controls, and precision checks were performed to verify analyzer performance. He noted sample tubes were not being spun per MFR's specifications.